Event description:
Information was received from a manufacturer representative regarding a patient. It was reported that there were no apparent issues with the implantable neurostimulator (ins), but the patient was blaming the device for their allergic reaction and wanted it explanted. The ins was not activated at the time of implant as the plan was to activate and program it at the patient¿s post-op visit. It was unknown if any environmental or external factors may have led or contributed to the issue. According to the patient¿s healthcare provider (hcp), the patient had gone to their local emergency room (ER) on (B)(6) 2017, the day after their implant surgery, because they were having difficulty breathing. The patient was checked and discharged, but continued to have issues. The patient was then admitted to the hospital on (B)(6) 2017. At that time, it appeared that the patient had an allergic reaction to the antibiotics given during their implant surgery. There were no signs of infection at operative sites. The issue has not yet been resolved. No further complications were reported. The patient¿s status at the time of this event is ¿alive, with injury.¿ indication for use is spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cause of the patient's allergic reaction was due to the morphine she was given for pain. No further information.